Manufacturer narrative:
(B)(4). Retainer ring = black. Blank display noted after battery insertion due to the cracked case and the loosened bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment slid downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement test due to the blank display. The boards were taken out of the case and then inserted into a known good case. In this configuration, the boards were able to power up, and the software version was able to be obtained. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked case on the battery tube side, broken belt clip rails, cracked keypad overlay, keypad overlay scratched, scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back and battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.